Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: only the stent delivery system (sds) was returned for analysis. There was blood in the lumen. The pullgrip was completely pulled back. The inner shaft was kinked 15cm from the tip. There was no other damage. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, stent foreshortening occurred. The target lesion was located in the stenosed superficial femoral artery. An epic vascular 6x120x120 stent was selected for treatment. Upon deployment, the stent accordioned. After deployment, the stent was measured to be 75mm long. The decision was made to abort the procedure. The stent remained implanted and the patient is scheduled for bypass surgery. No patient complications were reported and the patient status is listed as fine.